Event description:
Additional information was received indicating the patient experienced discomfort due to the inappropriate high voltage therapy.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead resulting in inappropriate high voltage therapy. Diagnostic imaging was performed and dislodgment of the rv lead was observed. The physician suspected the dislodgment was due to the placement of the lead. A revision procedure was performed and repositioning of the lead was attempted, however, the helix of the rv lead was unable to extend suspected to be related to procedural damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.